Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: grip is shaved, air/water cylinder and suction cylinder have discoloration, several scratches found throughout the device, due to damage on guide pin of the electrical connector, water tightness is lost, electrical connector has corrosion due to water leakage, due to a cut on the k-wire, forceps do not rise up at all, due to wear of the angle wire, the play of the up/down knob and the bending angle in the left direction are out of specification, image guide protector has a cut, connecting tube has a wrinkle, adhesive around objective lens has wear, water tightness of forceps elevator is lost, and universal cord has a wrinkle and coating peeling. The investigation is on-going. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Related manufacturer reference number: 2017865-2023-22526. It was reported the patient presented for a leadless pacemaker (lp) implant. During the procedure, it was observed the lp exhibited poor r wave sensing. Upon attempt to redock to the delivery catheter, the lp prematurely released. The lp remained fixated to the original position and electrical values improved post release. The lp remains implanted without issue. The patient was stable.